Event description:
It was reported the loop of this snare detached in the patient during an ercp procedure. The snare loop was extended and resulted in detachment of the loop into the duodenum. The detached loop was successfully retreived utilizing a biopsy forcep. Another unit was used to complete the procedure successfully. There were no patient complications involved. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the following: visual exam revealed the loop had detached from the coupling (the loop was returned). Crimp marks were present on the ball weld which is located at the end of the cable. This is a possible indication that the loop was not sufficiently crimped during the manufacturing process. Since this device was manufactured a refinement to the manufacturing process had been implemented. The company believes this action will minimize the occurrence of this type of malfunction. The company will continue to monitor for trends.